Manufacturer narrative:
Evaluation of the returned ruby coil lp revealed offset coil winds along the length of the embolization coil. If the device is forcefully manipulated against resistance, damage such as this may occur. During functional testing, the ruby coil lp was able to be advanced through its introducer sheath without issue. The device was unable to be advanced though a demonstration microcatheter due to the offset coil winds. Further evaluation of the device revealed kinks in the pusher assembly. This damage was likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coil lps (ruby coil lp) and a non-penumbra microcatheter. During the procedure, the ruby coil lp was unable to advance through the microcatheter. Therefore, the ruby coil lp was removed. The procedure was completed using another ruby coil lp. There was no report of an adverse effect to the patient.